Event description:
It was reported that the lead exhibited elevated threshold due to dislodgement.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. Surgeon noted patient had excellent results at two weeks postoperative with ucva 20/20. The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is twenty five of thirty nine.

Manufacturer narrative:
Na

Manufacturer narrative:
The device was received approximately 1.75 years after explant.